Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The user facility informed the manufacturer that the ventilator passed extended self-testing (est) and has been running the ventilator on test lung with no errors. The user facility was unable to duplicate reported error codes. Covidien reference: (B)(4).

Event description:
Covidien received information of error code present indicating ventilator became inoperable. The malfunction did not occur during patient use.